Event description:
It was reported that both the atrial and ventricular lead polarities were switched by the pacemaker and there was no notable data to indicate the switch. Noise was also noted on the atrial lead as seen on a stored diagnostic episode. Both the device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.